Event description:
The patient stated that her infusion device gave the 09 (technical inspection due) alarm and shut down. She stated she did not receive the prior 8x warnings alerting her of the upcoming technical inspection. No physiological effects were reported. The patient stated she does not think she has a backup infusion device. She stated she was currently at the doctor's office waiting to be seen and she ended the call. Further attempts to reach the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.